Manufacturer narrative:
MDR . / initial 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced issue with infusion set patch starts to roll off after the set was in use for two and half day's event occurred on 11 apr 2026.